Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. At the time of contact, the clinic representative did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).